Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I result was obtained from a patient sample processed using one of the customer¿s vitros 5600 integrated systems the investigation could not determine a definitive assignable cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2031 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as it could not be determined whether the customer was processing the samples in accordance with the sample collection device manufacturer¿s recommendations for pre-analytical sample handling. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ortho field engineer performed service actions to multiple subsystems of the instrument and following these actions, acceptable trop I es performance was observed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected vitros tropi es result obtained from a patient sample processed using vitros tropi es reagent in combination with a vitros 5600 integrated system. Patient sample result: 0.26 ng/ml versus expected result of 0.01 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es patient sample result was reported from the laboratory, however, no treatment was consequently initiated or altered. Following the identification of the higher than expected qc result and subsequent re-testing of patient samples, a corrected report was issued for the patient. There is no allegation of actual patient harm as a result of these events. (B)(4).